Event description:
Upon investigation on 05/05/2009, manufacturer's domestic evaluation unit found melted/burned electrical contact while investigating inform system returned by customer. Replacement was sent, device returned. No adverse event reported.